Manufacturer narrative:
Complaint (B)(4) from medwatch mw5153672.

Event description:
From medwatch report (mw5153672). Had rhinoplasty and septoplasty. Saline used after procedure for cleaning. One month later, abscess was present and had to have another surgery to clear abscess. Nose is now deformed.